Event description:
It was reported that on (B)(6) 2022 a 6-4mm amplatzer duct occluder was chosen for implant using a 6f amplatzer torqvue delivery system. During procedure, the device took a bulbous deformation and was unable to be deployed successfully. The device was removed from the patient prior to release from delivery cable. There was no angulation or kink in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient has been discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformation could not be confirmed. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.